Event description:
In 2007, the pt was treated with a gore tag thoracic endoprosthesis. The treatment plan included intentional covering of the left subclavian artery. According to the reporting physician, the tag device was correctly sized for the proximal landing zone; however, was significantly oversized at the distal landing zone due to anatomical aortic taper. As the deflated balloon was being advanced into the device, it caused the tag device to move proximally unintentionally covering the left common carotid artery. A successful, distal repositioning of the tag device was performed using the cook coda balloon.

Manufacturer narrative:
The balloon lot number and expiration date are not known. The device manufacture date is not known. A review of the manufacturing paperwork could not be conducted because the lot serial number is not known. Device was used outside of instructions for use. This event was previously reported in medwatch #2017233-2007-00137.